Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, when on the third firing on the stomach, there was a reinforcement material used, the stapler was able to fire. As stated by the surgical technician and the surgeon, the device would not rotate back to the center position. They had to remove the trocar to get out. The surgical technician said it worked fine and they reattached to double check and did not see anything abnormal. They changed the reloads and reattached the adapter to complete the case. There was no patient injury.